Manufacturer narrative:
(B)(4). A device history record is not available due to insufficient device data. Device photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Physician reported capsular contracture baker grade iii. Upon explant devices were intact. Device has been explanted and replaced with a non-allergan device. This relates to the right side.

Event description:
Physician reported, capsular contracture, baker grade iii. Upon explant devices were intact. Device has been explanted and replaced with a non-allergan device. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.